Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A functional evaluation was performed and found that the image issue was due to harness failure of the charge-coupled device (ccd) circuit. The ccd circuit was replaced to resolve the issue. The reported issue was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint is cause traced to component failure. This complaint investigation conclusion code was utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation was necessary. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, one of the images on the scope was green. The anatomy of the patient was not visible on the scope when this issue occurred. Another fuse c38s slim colonoscope - r was used to complete the procedure. There were no patient complications reported as a result of this event.